Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v750613, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient¿s tremor was ¿back in full force.¿ the patient¿s tremor would return when the device was off. During the call it was realized the patient¿s device was off. The patient¿s device was turned back on and they could feel the ¿electrocution¿ working and the issue resolved.

Manufacturer narrative:
(B)(4)

Event description:
Refer to manufacturer report # 3004209178-2014-17836 for report on &#49484;ectrocution.&#54090;